Event description:
Pt had arthroscopic anterior cruciate ligament reconstruction with anterior tibialis, allograft, left knee in 2001. The pt returned to their dr with small amount of bloody drainage from tibial incision. The wound was cultured and showed no growth. Pt was placed on oral keflex. Culture then grew agglomerans and pt was placed on cipro 2 weeks later. Pt was returned to surgery 4 days later for irrigation and drainage of local infection of tibial wound, left knee with removal of tibial screw and sheath.